Manufacturer narrative:
(B)(4). Unit passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. During testing, the unit would periodically give off a pump error 25 even after disconnecting and then reconnecting the j6 internal battery connector to pcba1. The sleep current measurement was again measured at a later time, and it failed probably because the internal battery was unable to charge up due to the j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that batteries last less than 1 week. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.